Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could see their abdomen spasm. The patient was experiencing a ¿little bit¿ of nausea. The patient was tolerating it less and had been using nausea medication. The patient was also experiencing a burning sensation at the device pocket.

Event description:
It was reported that the patient felt an ¿intense shocking sensation¿ at the device pocket. It began ¿about one and a half months¿ prior to the report at a frequency of ¿once every few days.¿ around the time of the report the patient noticed it was ¿two to three shocks a day, sometimes more.¿ the ¿shocks¿ caused her to ¿double over.¿ the patient stated that her last programming session was in (B)(6) 2012 and her health care provider (hcp) turned her up to ¿max¿ to try and improve her therapy. The patient¿s therapy still worked but not ¿quite as good as it was for the first two months after implant.¿ the patient also reported that ¿about two months¿ post-operative her device moved around ¿quite a bit¿ and she was instructed to wear a ¿belly wrap¿ to help hold it in place. The patient wanted to try and coordinate a diagnostic appointment with a manufacturer representative at her clinic. Additional information was requested, but was not available as of the date of this report.